Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(4). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: nov 23, 2016. Expiration date: nov 1, 2026. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the patient needed a revision surgery on (B)(6) 2017 due to a post-operative broken proximal femoral nail antirotation (pfna), this event is captured and reported in related complaint, (B)(4). During the revision surgery and implantation the new pfna blade it was not possible to lock the blade. The instrument was re-drilled for the blade, the guide wire was inserted with the step drill applied for opening. It was determined that the blade would not work, so it was removed. A new blade was introduced and locked in the same way. Subsequently, the locking screw was inserted distally in the typical manner. The surgery was delayed a short time (duration unknown) but the implantation was successfully completed. The patient is still at hospital but condition is good. Concomitant reported part: 1x unknown pfna nail; 1x unknown guide wire; 1x unknown step drill; 1x unknown locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
We have forwarded the received pfna blade perf l105 tan (04.027.036s / l204467) to the responsible manufacturing site for investigation, here is the statement: upon visual inspection, traces of repeated use were visible and the laser marking was readable. The product was returned in a packaging different from the original packaging. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2016. No ncrs were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. All dimensions relevant for the complaint condition of the product were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. The complaint is rated as not confirmed, since the failure claimed by the customer was not replicable (blade could be assembled and locked as intended). From the manufacturing point of view the complaint is rated as not valid, since all complaint relevant dimensions and also the material certificates meet the specifications. No manufacturing related issue was identified and/or confirmed. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. Patient gender is not available for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.